Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both ends of the braid were not open and damaged, while the middle section was open and damaged. No bends or kinks were found on the pusher wire. The phenom 27 catheter tip and marker were examined, and no damages were noted. The catheter body was found kinked at ~23.5cm from the catheter hub proximal end. No voids or flashes were noted in the catheter hub. No other anomalies were found. ¿testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was felt along the damaged location. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the returned pipeline flex shield braid¿s both ends were found to be not open due to damaged braid. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or the user deploying the braid into the vessel bend. In this event, the customer stated that the vessel tortuosity was normal, and the pipeline was placed in a straight section, ruling out vessel tortuosity and the user deploying the braid into the vessel bend as possible causes. Therefore, a damaged braid could have contributed to the failure to open. Damage to the braid can occur due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. No complaints were reported regarding the returned phenom 27 catheter. The catheter body was found kinked. However, the cause of the damage could not be determined. The damage noted on the braid (fraying) and the hypotube (stretched) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open was not determined. The pipeline was placed in a s traight section when it failed to open. Retrieval and redeployment were attempted as additional steps to open the pipeline.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the ophthalmic artery with a max diameter of 6 mm and a 4 mm neck diameter. Landing zone: 4.8 mm and proximal: 4.9 mm. It was noted the patient's vessel tortuosity was normal. The accessed vessel was the femoral artery. Dual antiplatelet treatment was administered. The angiographic result post procedure showed blood retention in the aneurysm. It was reported that during intracranial aneurysm embolization, after the catheter was in place, the vessel diameter was measured and ped2-475-18 was selected for deployment. The stent tip could not be opened. After repeated retrieval, it was deployed again in the straight section. It was observed that the tip was in a trumpet shape and could not be anchored ideally, so the entire system was withdrawn to complete the surgery. The pipeline was not used for an indication that was off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ton-bridge medical, silver snake intermediate catheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 229500085); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.